Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-03754. Additional information revealed that the patient underwent surgical intervention wherein the leads and anchors were explanted and replaced. During the procedure, it was found that the lead with high impedances was fractured near the anchor site. The anchor was also found to be fractured. Postoperatively, the patient has effective therapy. Note: investigation did not confirm which lead was fractured.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-14963. It was reported that the patient was not receiving effective therapy from their system. It was confirmed via x-ray that the leads had migrated and high impedances were also present. In turn, surgical intervention may take place to address the issue.